Event description:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticm5_12.6; -7.5/+3.0/79 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye with no patient contact. Intraoperatively a replacement lens of the same length/model was implanted and the problem was resolved.

Manufacturer narrative:
Claim# (B)(4).